Event description:
During a procedure using a dyonics rf whirlwind 90 degree probe, the physician noted a probe error. The probe was removed from the pt and, upon inspection, it appeared that two of the nodules from the distal end of the probe were missing. Allegedly, there was also damage to the insulation on the probe. A new probe was opened and used to completed the procedure. Attempts to follow up with the distributor regarding the alleged device fragments were unsuccessful. It is unk if the device fragments were retrieved. No pt complications were reported as a result of this event. The probe was replaced and no problems were present.

Manufacturer narrative:
The device was not returned for investigation. As the lot number was not provided, the expiration and manufacturing dates could not be determined. No conclusion can be made.